Event description:
A report was received that the patient was having to charge frequently. It was noted that the ipg was losing charge quickly. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having to charge frequently. It was noted that the ipg was losing charge quickly. The patient will undergo an ipg replacement procedure.